Manufacturer narrative:
On 23-jun-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured. It should be noted that it cannot be determined if the car accident could have influenced the implant rupture since the device was found ruptured a few months later. Mentor did not receive permission to perform destructive testing.  As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. The instructions for use contain the following caution: the following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was updated. On (B)(6) 2022, it was found that breast discomfort/pain for h.6. Health effect - clinical code was omitted from the previous report. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4). H.6. Health effect - clinical code: breast discomfort/pain (e1402). The relevant field has been updated.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced right-sided breast pain. In addition to the CT scan result that indicated right-sided rupture, the patient¿s surgeon stated that there was a slight change in the overall shape for the right breast. The relevant field has been updated. CT scan that indicated right-sided rupture was performed on (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's post-revision-surgery condition. The patient has fully recovered from the revision surgery. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast reconstruction with a 800cc mentor memorygel breast implant and experienced postoperative right-sided rupture and chest injury. The patient was involved in an automobile accident on (B)(6) 2020. The patient had a consultation with a healthcare professional, and CT scan indicated right-sided rupture. As a result, the patient underwent bilateral removal and replacement with two 790cc mentor memorygel breast implant prostheses (catalog #: shpx790, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021.